Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00840. Evaluation is in progress, but not yet concluded. The field service representative (fsr) tried to repair the roller pump in the field. The fsr replaced two circuit boards most likely to cause this issue (refer to MDR #1828100-2015-00840) but the issue was seen again (this complaint). This is an intermittent problem since the roller pump was working fine when the fsr tested it after replacing the two circuit boards. The fsr returned to replace another circuit board. The fsr ordered a power supply/driver board and installed the new board and tested operation satisfactory. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump did not display the tubing size or the flow. The device was not changed out, as the customer continued to use the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, failure of the driver/power board was confirmed. The product surveillance technician (pst) was not able to locate the defective component on the driver/power board.the pst visually inspected the returned boards with nothing observed that would cause failure.no additional action will be taken at this time.